Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient received a vibratory alert and presented to the clinic for an evaluation. High, out of range hv lead impedance was noted. The device was reprogrammed.